Manufacturer narrative:
Correction: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a total knee arthroplasty, dehiscence of all tissue layers except the fascia occurred post-operatively. This raises concerns about the device's strength at four weeks compared to other manufacturing sutures. Two sutures were used, while the fascia was closed with a different type of suture. The dehiscence was attributed to a fall experienced by the patient after surgery. Additional surgery was required, and an open procedure was performed to address the dehiscence.

Manufacturer narrative:
D10. Concomitant product: cl-13-mg, cl-13-mg polysorb 2-0 und 5x45cm gs21dt (lot d3k4308y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.